Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 300 mg/dl. The customer stated that the act button isn't working. Customer does not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The information was not included with the initial report. The information is included with this report.

Manufacturer narrative:
No button error alarms were noted. However, the pump had an unresponsive act button due to corroded keypad traces. Unable to perform displacement test due to the unresponsive button. The pump also had a cracked reservoir tube lip, a cracked lcd window and a cracked case at the display window corner.